Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2011-00169. Super poligrip is manufactured in (B)(4). While the lot numbers for the formulations of super poligrip are available, it is unknown whether the products will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of nausea in a (B)(6) year-old female patient who received triple salt dental adhesive gel (super poligrip extra care with poliseal) for an unknown drug indication. A physician or other health care professional has not verified this report. Co-suspect medication included super poligrip original denture adhesive cream. On an unknown date, the patient started triple salt dental adhesive gel. At an unknown time after starting triple salt dental adhesive gel, the patient experienced nausea. Treatment with triple salt dental adhesive gel was discontinued. At the time of reporting, the event was resolved. Follow-up ws received on 08 july 2011 which upgraded the case to serious. Consumer called back and reported additional adverse events of white crust in mouth and neuropathy while using super poligrip original and super poligrip extra care with poliseal. This case is considered medically serious by gsk. She stated that the lot number for the super poligrip original should be x09195. Consumer stated that she discontinued use and the events of white crust in mouth is resolved. The event of neuropathy is not resolved. She stated that she is not sure if the neuropathy is from the super poligrip or the chemotherapy she is taking.